Event description:
Heartmate 3 presents with first gastrointestinal bleed event 5 months postop in the setting of international normalized ratio (inr) 4.5. Anticoagulation reversed and 2 units of transfused blood were required. Endoscopic evaluation with colonoscopy and esophagogastroduodenoscopy (egd) failed to reveal bleeding source, however non-bleeding mucosa found in the area of the hepatic flexure suggestive of ischemic etiolgy. Aspirin discontinued following this bleeding event.